Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after tka surgery had been performed (B)(6) 2024 the patient experienced elevated levels of cobalt chrome in the blood panel. This adverse event was solved by a revision surgery on (B)(6) 2025, in which the surgeon conducted a revision insert exchange on a smith & nephew legion hinge knee. During the procedure, the surgeon observed wear and pitting on the polyethylene of one (1) legion hk guided motion insert 15mm sz 2¿3 lt. All other components were found to be intact and securely fixed. After evaluating the remaining components, the surgeon implanted a new 18mm guided motion insert along with the corresponding sleeve and bolt. Current health status of the patient is unknown.

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation. However, the photographs were reviewed, and revealed that the insert shows signs of wear, while the bolt does not exhibit any visible physical damage. The clinical/medical investigation concluded that, post-operative evaluation following a total knee arthroplasty (tka), indicated elevated cobalt-chrome levels in the patient's blood. Radiographic review showed radiolucency around the tibial baseplate and signs of stress shielding. A revision procedure was performed approximately 13 months later, involving an insert exchange on a smith & nephew legion hinge knee. Intraoperative findings included wear and pitting on the polyethylene insert. Image quality of the provided photos was insufficient to confirm the extent of damage or determine a root cause. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the device did not reveal similar events for the listed devices. A review of the instructions for use documents for knee system revealed that possible adverse effects that wear of the polyethylene articulating surfaces of knee replacement components has been reported following total knee replacement. Higher rates of wear may be initiated by particles of cement, metal, or other debris which can cause abrasion of the articulating surfaces. Higher rates of wear may shorten the useful life of the prosthesis, and lead to early revision surgery to replace the worn prosthetic components. Although rare, metal sensitivity in patients following joint replacement have been reported. Implantation of foreign material in tissues can result in histological reactions involving macrophages and fibroblasts. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include irregular implant interaction, wear, abnormal motion over time or patient condition. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The associated device was returned and evaluated. The visual inspection revealed that the insert is worn from use, with degradation of the surfaces. The threaded shaft is at an angle in the device. The clinical/medical investigation concluded that, post-operative evaluation following a total knee arthroplasty (tka), indicated elevated cobalt-chrome levels in the patient's blood. Radiographic review showed radiolucency around the tibial baseplate and signs of stress shielding. A revision procedure was performed approximately 13 months later, involving an insert exchange on a smith & nephew legion hinge knee. Intraoperative findings included wear and pitting on the polyethylene insert. Image quality of the provided photos was insufficient to confirm the extent of damage or determine a root cause. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the device did not reveal similar events for the listed devices. A review of the instructions for use documents for knee system revealed that possible adverse effects that wear of the polyethylene articulating surfaces of knee replacement components has been reported following total knee replacement. Higher rates of wear may be initiated by particles of cement, metal, or other debris which can cause abrasion of the articulating surfaces. Higher rates of wear may shorten the useful life of the prosthesis, and lead to early revision surgery to replace the worn prosthetic components. Although rare, metal sensitivity in patients following joint replacement have been reported. Implantation of foreign material in tissues can result in histological reactions involving macrophages and fibroblasts. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include irregular implant interaction, wear, abnormal motion over time or patient condition. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.